Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 345mg/dl, and he was treated with manual injections while staying at the hospital. The customer stated that he experienced nausea and vomiting. Troubleshooting was performed. The customer mentioned receiving no delivery alarms. The time, date, and settings were correct. Reviewed the alarm history and found the alarms. The customer requested having a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.